Event description:
It was reported that the patient presented in clinic for inappropriate shock due to incorrect interpretation of signal on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable before, during, and afterwards.

Event description:
It was reported that the patient presented in clinic for inappropriate shock due to incorrect interpretation of signal and functional under-sensing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable before, during, and afterwards.